Event description:
Due to inability to clear air-in-line alarm when infusing concentrated norepinephrine, patient developed hypotension during troubleshooting of the pump and required rapid response team interventions, which included administration of three different vasopressor drugs, calcium chloride and albumin. This alarm occurred again a few hours later and tubing and pump were changed at that time, but alarm again recurred.